Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An unknown health care professional reported via the company representative (rep) that the doctor noticed after the lead was opened it was cracked midline, and not suitable for implantation in the brain. Visually noted a defect. The lead was never implanted and another one was used. It was unknown if there were any external factors that contributed to the event. Diagnostics/troubleshooting performed was noted as not applicable. It was unknown if the issue was resolved at the time of this report. No symptoms were reported.

Event description:
2017-02-01 rp, e1d (rep, for): additional information received from a manufacturer representative reported the lead was cracked midline according to the health care provider. The issue was noted during the implant procedure. A replacement device was used. The patient's indication for use is parkinson's disease. The manufacturing representative later reported the alligator clip wires were frayed. It is unclear if the issue was with lead or the alligator clip wires since the manufacturer representative stated the issue was with the alligator clip wire, but a lead and stylet were returned for analysis. Follow up is being conducted to clarify this information.

Manufacturer narrative:
H3: analysis of the lead found no significant anomaly. The conductors of the lead body were crushed 10.6 cm from the distal end. Note that section d information references the main component of the system and other applicable components are: product ID neu_stylet_acc lot# unknown serial# implanted: explanted: product type accessory product ID neu_unknown , serial# unknown, product type unknown. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5 and h6 device codes were updated. Additional review determined the following h6 device code was not related to this event: c76126 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the health care provider (hcp) noticed the lead was stripped when first being implanted in the patient, but they were not sure what was wrong. The housing of the lead was not breached. The hcp elected to replace the lead. Additional information received from a manufacturer representative reported the lead was cracked midline according to the health care provider. The issue was noted during the implant procedure. A replacement device was used. The lead was not suitable for implant. The patient's indication for use is parkinson's disease. Additional information received from a manufacturer representative reported that two events involving the health care provider (hcp) was reported. One event related to the lead and the other event related to the alligator clip. Previous information relating to the lead was reported in manufacturer report # 2649622-2017-00001. Any new information pertaining to the lead will be in manufacturer report # 2649622-2016-16458.

Manufacturer narrative:
Additional review determined the following h6 device codes were not related to this event: c62925 c62973 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Per FDA request the #001 follow-up report was electronically resubmitted (previously submitted 31 jan 2017). Note that section d information references the main component of the system and other applicable components are: product ID neu_unknown lot# serial# unknown implanted: explanted: product type unknown medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the issue was with the wire of the alligator clips and not the lead, as it was originally reported.